Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that during functional testing, the device would not power up. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
The device and batteries were returned to zoll medical canada. The reported problem was not verified during evaluation. The device was subjected to extensive testing including fully functional testing without duplicating the report. The device will be recertified and returned to the customer with no fault found. Analysis of reports of this type has not identified an increase in trend.